Manufacturer narrative:
Philips service replaced the dvi receiver and resolved the intermittent issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the right half of the flexvision display turned green; intermittent failure was noted on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.